Event description:
It was reported by a vns depression patient that vns had never worked for him and caused him nothing but problems from inability to talk, hoarseness, and chest pain. Further information from the patient indicated that the would like to have his vagus nerve stimulator removed because he does not feel vns has helped him. The patient is no longer seeing his treating psychiatrist and was provided with the name of another physician but patient says he is unable to travel to the physician. Good faith attempts to obtain additional information from the previous psychiatrist regarding the reported events by the patient have been unsuccessful to date.